Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that when aspirating bubbles kept coming up the side port into the flush when the farawave with guidewire was inserted. Excessive bubbles were noted during aspiration in the syringe. The sheath and catheter were prepared correctly, and the sheath was exchanged over wire with a fixed transseptal baylis. Sheath was across transseptal and then dilator was removed. The troubleshooting steps included aspiration and flushing a couple times, yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that when aspirating bubbles kept coming up the side port into the flush when the farawave with guidewire was inserted. Excessive bubbles were noted during aspiration in the syringe. The sheath and catheter were prepared correctly, and the sheath was exchanged over wire with a fixed transseptal baylis. Sheath was across transseptal and then dilator was removed. The troubleshooting steps included aspiration and flushing a couple times, yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported.